Manufacturer narrative:
No produce was returned. A review of the device history record was not possible, since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device pt's information guide, which the pt is instructed to carry with them for 90 days, states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
It was reported that a 6f angio-seal was deployed in the right common femoral arteriotomy (rcfa) post coronary angiogram. The pt left the cath lab in good condition with documented right distal pulse. The next day, the pt contacted the physician with complaints of numbness and pain in the right leg. The pt was readmitted to the hospital the following day, for a right femoral angiogram. The right external iliac artery and rcfa were found to be totally occluded. In 2009, the pt went to surgery. A thrombectomy and endarterectomy of the right distal external iliac artery were performed. The rcfa was repaired with bovine pericardial patch angioplasty. The surgeon stated that the pt left surgery with excellent posterior tibial pulses and was then taken to recovery in satisfactory condition. The pt ws discharged the next day. The pt was still experiencing pain in the right leg three days later. The next day, the pt returned to surgery where thrombus and the interarterial components of the angio-seal was removed. A graft was placed in the rfa.